Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. It was reported that a ¿loss of prime¿ warning occurred 3 or more times, during which at least 3 separate cartridges from 2 separate boxes were used, within a 30 day period. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission: 03/09/2015 - device evaluation: the pump has been returned, and it was evaluated by product analysis on 02/20/2015 with the following findings:there was no evidence of a 'loss of prime' issue found in the pump history or black box data. The pump was exercised for 24 hours, during which no 'loss of prime' warnings were observed: the reported issue was not duplicated. The pump passed a force sensor calibration check. The pump successfully performed the bolus and prime sequence functions. The pump case was removed, and no evidence of internal damage or defect was found. During the analysis, the pump operated according to the specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.